Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). The event site name is shortened due to field character limit. The full name is (B)(6) hosp. A getinge field service engineer evaluated the iabp and confirmed the touch screen errors- replaced lcd , video pcb and coiled cable as a precautionary measure . Fse performed complete pm with full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety checks. The iabp was than cleared and returned for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) lcd screen was locking up during preventive maintenance (pm). There was no patient involvement, thus no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated the iabp and confirmed the touch screen errors- replaced lcd , video pcb and coiled cable as a precautionary measure . Fse performed complete pm with full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety checks. The iabp was than cleared and returned for clinical use.